Manufacturer narrative:
One 4.5mm platinum full radius bonecutter was returned for evaluation. Visual assessment of the device showed the outer blade is dramatically bent where it enters the adapter body. The inner blade is broken approximately 1.250 inches from the sluff chamber. The device has undergone excessive side loading during use causing the observed damage. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure while shaving the bone using a full radius bonecutter, the inner lumen broke. No significant delays or patient complications were reported as a result of this event.